Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer observed blood glucose (bg) values ranging from 51-70's (mg/dl) on the continuous glucose monitor (cgm). Low bg level was treated with glucagon. Recommendation was made to consult with health care provider regarding diabetes management.